Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
This pt (0504-219-002) is enrolled in a (B)(6) study comparing the gore tag thoracic endoprosthesis and best medical therapy (bmt) to bmt alone in the treatment of acute uncomplicated type b aortic dissections. Bmt, as defined per protocol, is the regimen of anti-hypertensives used to maintain blood pressure below 125/80 mm/hg. The actual regimen is at the discretion of the investigator. On (B)(6) 2009 the pt was implanted with the gore tag thoracic endoprosthesis. On (B)(6) 2013, gore was notified of a possible wire fracture of the gore tag thoracic endoprosthesis. No pt sequela has been reported to gore.